Manufacturer narrative:
Correction: section d6b: explant date was updated (B)(6) 2026.

Manufacturer narrative:
Correction section 11: additional narrative in "2017865-2025-1008233; follow-up number 1" should have been updated with the below device evaluation statement" the reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located proximal to the suture sleeve tie impressions. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.

Event description:
New information received notes that the patient right ventricular lead was explanted and replaced with a leadless pacemaker on (B)(6) 2026. No patient symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited noise problem. No patient symptoms or intervention was reported.